Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set tubing detachment and tube came apart event on (B)(6) 2024. Insertion site location was abdomen. Location of detachment close to site location. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).